Manufacturer narrative:
The device was not available for return and evaluation. The lot device history records were reviewed and confirmed that all global requirements were met. The treating specialist and the contact lens fitting doctor do not relate event to any specific product. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Patient's mother reported that her daughter developed a stye in her eye that led to swelling and a visit to the emergency room. Medical information received confirmed that patient was seen by general practitioner for stye and was referred to a specialist who diagnosed patient with herpetic keratitis in left eye and treated with viroptic. At follow up visit one week later, patient was better but not completely healed. The specialist does not relate event to a specific product. Three weeks later, patient presented with pain in left eye at the hospital emergency room. Patient was examined by an ophthalmologist and the doctor's impression is a hordeolum (stye) in the left upper eyelid. No treatment was provided. Patient returned to the hospital emergency room two days later and stated the stye was getting larger. The patient was treated with warm compresses. Patient followed up with the ophthalmologist at the hospital a week later and the hordeolum was still present. Patient then followed up with her optometrist one week later who treated her with tobradex and an eye mask. Almost three weeks later, patient visited the doctor at the place of the contact lens purchase and was examined. Patient was instructed to wear lenses only under doctor supervision and to wear them 6-8 hours daily and no more than 5 days a week. The doctor does not relate the stye to the contact lens. A follow-up to the patient's mother confirmed the patient's eye is much improved. The patient is no longer using the tobradex but is continuing to use the eye mask.